Manufacturer narrative:
The device history record for the manufacturing lot was reviewed and there were no discrepancies or unusual findings. Manufacturer reference #: (B)(4).

Event description:
A site reported to rxsight that on (B)(6) 2024 a patient's light adjustable lens+ (lal+, sn (B)(6), +25.0d) was explanted due to diplopia and a new lal (sn (B)(6), +25.0d) implanted as a replacement.